Event description:
It was reported to boston scientific corporation that an advantage fit system was used during a cystoscopy, bilateral ureteral catheter passage and advantage midurethral sling procedure performed on (B)(6) 2011 to treat a patient with stress urinary incontinence. The patient was planned for a sacrocolpopexy as well as a mid urethral sling. A cystoscopy procedure was performed after the abdominal sacrocolpopexy. The vaginal area was also inspected. During the procedure, it was noted that there was a good support of the anterior and posterior vaginal walls. The mid urethral area was infiltrated using 1% lidocaine with epinephrine. An incision was made in the midline and the dissection was taken laterally to the endopelvic fascia on each side. The foley catheter was identified. They inflated the bladder and looked from with the abdomen to assure that there was no persistent bladder leakage. There was no evidence of leakage identified. The space of retzius was hydrodissected using a 22-french spinal needle inserted 1.5 fingerbreadths off the midline on each side. Injectable saline was used to hydrodissect the space. The trocars for the advantage sling were passed from the transvaginal position up to the suprapubic area on each side. Urethrostomy and cystoscopy were then performed. There was no bladder perforation identified. The entirety of the bladder wall was visualized. The previously closed cystotomy site was seen and appeared closed successfully. This was just behind the trigone in the midline. The ureteral orifices were free from this area, but they did pass a 5-french ureteral catheter up each ureter due to the sacrocolpopexy and there was no resistance or evidence of the ureteral injury. A foley catheter was then reinserted. The sling was then tensioned over the foley catheter and cut at the appropriate length. The wound was inspected for hemostasis and closed in running #3-0 vicryl. The patient tolerated the procedure well. The patient was extubated at the end of the procedure and a foley catheter was left to gravity drainage. As reported by the patient's attorney, the patient experienced an unknown injury.

Manufacturer narrative:
Date of event: date of event was approximated to (B)(6) 2011, implant date, as no event date was reported. The complainant was unable to provide the lot number of the suspect device. Therefore, the manufacture and expiration dates are unknown. This event was reported by the patient's legal representation. The implant surgeon is: (B)(6) md. (B)(6) hospital. USA. The physician who performed the abdominal sacrocolpopexy is: (B)(6) md. (B)(6) hospital. USA. Patient code (B)(4). Impact code (B)(4). The complaint device is not expected to be returned for evaluation; therefore, a problem analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.